Manufacturer narrative:
The reported event of residual shunt and device embolization could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, an 8mm amplatzer vascular plug ii was selected for implant. The device was released with proper position. Upon release, a sizable residual shut was seen inferior and extrinsic to the occluder and it was unstable. The device embolized and moved freely from descending aorta to pulmonary trunk. The device was snared and removed from the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure.